Event description:
A 72 year old white gravida one para one female; s/p bilateral subglandular inframammary placement of gels (unk type/size, no records) for augmentation in 3/1970. The pt denies any local problems, has had firmness from the very beginning. There is no change in shape/size/texture, or history of trauma. She complains of total body numbness and tingling, which has been diagnosed as a "nervous breakdown". The pt complains of arthralgias, spasms, fatigue, sleep disturbances, hot flashes/sweats, dental pain, visual changes, memory loss, oral sores, shortness of breath, choking sensation, increased cholesterol, weight loss, gastrointestinal/genito-urinary disturbances, and easy bruising.